Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Handle would not take any current when placed on power supply (8.4v/0.4a). It was determined that there was an open trace on the battery connector. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component failure was identified during product analysis. The root cause of the reported condition was determined to be an open trace on the a cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not turn on. As reported, they tried charging the handle and after a couple of minutes the status indicator light on the charger started flashing red. They then removed it from the charger and tried blowing off any debris on contact points and tried again. The same red flashing light appeared. They tried waking up the unit by holding both green fire buttons on either side of the handle at the same time and then unplugged the charger station and they plugged it in again. Still, the same red flashing light appeared. They then sent it to a colleague with another charging station and today, it had the same red flashing status indicator light and the handle would not turn on. The screen was always off and it was black as stated. There was no patient involvement as per report.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.